Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/father contacted lfs in 2010, alleging that his son's meter would not power on. The father mentioned that his son's ultra easy meter would not power on when inserting a test strip into the meter; however, powered on by pressing the power button. The meter did not power on at an unspecified time two weeks ago. Two days after, at around 11:30pm, the patient developed symptoms of sweating and had different breathing patterns. Due to the symptoms the patient self-treated with sugar. He did not seek any further medical attention or contact his physician for assistance. The patient was using the correct vial of test strips. Issue was not resolved via troubleshooting and the meter was replaced. The complaint is being reported since the reporter alleged that due to the meter not powering on, the patient developed symptoms suggestive of hypoglycemia and had to self-treat with food.